Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. While the reported caravel mc microcatheter is currently marketed in the us under the model number crv150-19p and the brand name caravel, the subject device is marketed in some areas outside the us under the model number crv150-19m and the brand name caravel mc. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. Investigation result: the reported caravel mc microcatheter was returned for investigation. The tip segment of the returned caravel mc microcatheter was found crushed at approximately 2mm proximal to the catheter tip. The very distal end of the catheter tip was found torn off, where a trace of ductile fracture was observed with the tip polymer as well as the inner jacket. The catheter shaft was found crushed and kinked at approximately 240mm from the tip. Microscopic observation of the torn end of the tip found an uneven fracture surface, indicating ductile fracture was caused to the tip polymer. The tip fragment was not returned. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information and investigation outcome, it was presumed that tensional stress generated with catheter withdrawal might have been locally applied to the tip segment of the subject caravel mc microcatheter, while the catheter tip had been caught by the concomitantly used kusabi catheter. Consequently, ductile fracture was caused to torn off the distal tip segment. Although it was concluded that the reported event was not attributed to the product quality, it was concluded that the tip fragment was likely left in situ as the returned catheter tip was found torn off and the tip fragment was not returned. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation

Event description:
It was reported that percutaneous coronary intervention (pci) for right coronary artery (rca) segment #2 and #3 was performed. After successful crossing of the lesion with an asahi sion blue guide wire and an asahi caravel mc microcatheter, the caravel mc microcatheter was removed using a kusabi catheter exchange catheter (kaneka). Upon removal, the tip of the caravel mc microcatheter was found elongated. The catheter was retrieved outside the body, and the procedure was continued. The planned angioplasty was completed as intended. It was informed that the patient's condition was unremarkable after the procedure.